Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): customer found the product between pt body and bed. At the time, they found that needle was naked. Safety clip was disengaged. So customer would like to know that the disengage was occurred due to clip defect or due to some pressure by the pt. (B)(4).